Event description:
Device malfunction: none. Symptoms/ae: embolic stroke, nstemi, sepsis, death. Time of ae: after the procedure. It was reported that in 2009, the pt was scheduled for a left internal carotid artery stenting procedure; however, chest pain was reported and the pt was taken for coronary stenting. Two xience stents were placed, but the chest pain did not resolve. Eleven days later, during a left internal/common carotid stenting procedure, the rx acculink failed to cross the heavily calcified lesion, despite pre-dilatation. A non-abbott device also had difficulty crossing; however, it eventually crossed and was used successfully. Just prior to embolic protection device (epd) removal, the pt experienced hypotension and was started on a levophed intravenous drip. Two minutes after epd removal, the pt had some slurred speech, lasting a few minutes then resolving. Per angiography, there was a non-occlusive filling defect within the non-abbott stent. Multiple passes with a penumbra aspiration device were performed. Approx one hour post-procedure, the pt became restless, reported back pain and developed right sided weakness which was diagnosed as an embolic stroke. Heparin and integrilin were administered. One day post-procedure, the pt continued to report chest pain. Troponins were elevated and the event was diagnosed as a non-st elevated myocardial infarction (nstemi). Bilateral lung infiltrates were noted on x-ray, consistent with volume overload and oxygen saturation was dropping. Lasix was administered and the pt was intubated. Troponins continued to rise. The pt became septic, most likely from the lung infiltrates. Nine days later, the pt died. Causes of death were cardiac dysrhythmia, nstemi, stroke and arteriosclerosis. Although requested, there was no add'l info provided. Study event.

Manufacturer narrative:
Xience stents part#'s 1009541-15 and 1009541-12, are being filed under a separate medwatch report. Eval summary: there was no rx accunet malfunction reported. Hypotension, embolic stroke, pain, angina, myocardial infarction, sepsis and death are known potential adverse events associated with the use of the device as listed in the rx accunet instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.